Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. The additional prostar devices referenced in b5 are filed under separate medwatch report number. Article titled, ¿italian percutaneous evar (iper) registry: outcomes of 2381 percutaneous femoral access sites' closure for aortic stent-graft.¿

Event description:
This study compared the results of multiple percutaneous endovascular aneurysm repair (pevar) procedures. The intention of this study was to analyze the outcomes of pevar repairs using proglide and prostar devices in the italian percutaneous endovascular (iper) database. The rate of vascular complications were low; however for proglide and prostar, included the following: unspecified failures requiring the use of surgery. Proglide had a lower rate of complications than prostar. The article concluded that pevars have a high rate of success when using proglide and prostar devices and that calcification can be a predictor for possible access failure. Specific patient information is documented as unknown. Details are listed in the article, "italian percutaneous evar (iper) registry: outcomes of 2381 percutaneous femoral access sites' closure for aortic stent-graft." No additional information was provided.